Event description:
Information received indicates that following case completion, the arterial cannula was difficult to remove. The report states they went back on bypass to recannulate with a different arterial cannula to facilitate removal of the inital unit. Product inspection of the first cannula found a hole or split in the device material between the wire winds. The case was successfully completed with no significant patient blood loss.

Manufacturer narrative:
Eval method: device history reviewed. Device history reviewed found the product met specifications when relased for distribution. Cause of event has not been determined. Analysis: the actual device involved in the incident has not been received in manufacturing for inspection. Without the product returned to medtronic, review is limited and no results can be provided. Device return has been requested. Review of event information shows the user indicated the case was extended by approximately 15-20 minutes with no patient complication reported. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, device return has been requested. An exact cause has not been determined for the reported product problem.